Event description:
It was reported that the customer was in the hospital and went down to have an MRI while wearing the insulin pump. It was stated that the insulin pump alarmed motor error and his glucose level was high of 575mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. It was mentioned that while being in the hospital her blood glucose dropped to 30mg/dl, but they corrected with a medication through the infusion set. Assisted the caller to run a manual prime test and the insulin did exit. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.